Event description:
A trilogy evo japan ventilator was returned to the manufacturer in japan for routine preventative maintenance. There was no allegation of device malfunction, and the device was not in patient use. During evaluation at the manufacturer¿s service center, a ¿service required¿ evt_atm_press_stuck error code was identified in the ventilator¿s downloaded event log. The system board was replaced to address the issue. Additionally, a noise was confirmed, and the blower assembly was replaced. Periodic maintenance 2 was performed. The air inlet foam filter, particulate filter, and muffler assembly were also replaced as preventative maintenance measures. Final testing, battery checks, valve checks, run-in testing, and cleaning were completed, and the device was confirmed to be operating properly. The software version was confirmed as 1.06.10.00.

Manufacturer narrative:
The reported failure of barometric pressure sensor communication ceased, and sensor stuck at the same value is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h35011599e2ff review confirms that the device met the final acceptance criteria and was released for final distribution.